Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on approximately the (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (arm) whilst the patient was sleeping. The patient was not wearing the pod when they sought medical attention, but it was discarded once at hospital. Symptoms reported included nausea and vomiting. The patient was treated with an insulin drip. The patient was discharged approximately 3 or 4 days later, on an unspecified date.